Event description:
The customer contacted baxter's technical service center regarding therapy assistance , which occurred on the homechoice (hc) during use, during initial drain. The drain volume (dv) equaled 1050ml. The home patient (hp) wanted to start over using new supplies. The baxter technical service representative (tsr) assisted the hp to end the therapy and the hp said, she had placed a needle in the heater bag. The tsr informed the hp to start over using new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient's nurse on (B)(6) 2012 she was not aware of the patient having stuck a needle in her heater bag. As far as she knows the patient has been completing therapy successfully since then. She would followup with the patient regarding this incident sometime this week. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.